Event description:
(B)(4). Same case as: 2134265-2012-06663. Same patient as: 2134265-2008-02949. It was reported that post a coronary stenting treatment procedure, the patient experienced stenosis. In (B)(6) 2008, the patient was diagnosed with stable angina (ccs classification:2) and cardiac catheterization was recommended. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 80% stenosed, 2.25mm in diameter and 6mm long. The lesion was treated with predilation and placement of a 2.25x12mm study stent. Post dilation was performed. A grade b dissection was noted. This dissection was treated with a bailout 2.25x8mm study stent. Residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient was diagnosed with coronary artery disease. Cardiac catheterization was recommended. The 80% stenosis located in the mid lad and 1st diagonal was treated with cutting balloon angioplasty and placement of a non-bsc stent. The event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).